Manufacturer narrative:
The event unit is not returning to applied medical for evaluation and no lot number has been provided. A follow-up report will be submitted upon completion of investigation.

Event description:
Procedure performed: laparoscopic sigmoid resection.limited information is available at the time of report. Rep was not present for the case. Per the surgeon, the procedure went well and "the case looked good." The surgeon had no issues with the eb210 and reported that the patient looked good after the procedure. The next day the patient came back in to the hospital due to bleeding and was operated on again. The surgeon stated that they do not know what caused the bleeding or if it was associated with the eb210. Product not available for return.additional information was received on 28jan2022rep was present for both cases. Trocars, alexis, staplers: linear and eea were also being used in the initial procedure. The initial case was completed on wednesday, (B)(6) 2022 in the early afternoon, in which no bleeding was noted and nothing out of the ordinary appeared. On thursday, (B)(6) 2022 at around 8:30 a.m. The patient returned to the operating room and after about 3 hours of searching the bleeding location was identified by the surgeon which he indicated was in the lower pelvic region. The patient required a transfusion during the 2nd operation.additional information was received on 01feb2022per the rep, the patient was being sent to recovery after the second procedure.

Event description:
Procedure performed: laparoscopic sigmoid resection. Limited information is available at the time of report. Rep was not present for the case. Per the surgeon, the procedure went well and "the case looked good." The surgeon had no issues with the eb210 and reported that the patient looked good after the procedure. The next day the patient came back in to the hospital due to bleeding and was operated on again. The surgeon stated that they do not know what caused the bleeding or if it was associated with the eb210. Product not available for return. Additional information was received on 28jan2022 rep was present for both cases. Trocars, alexis, staplers: linear and eea were also being used in the initial procedure. The initial case was completed on wednesday, (B)(6) 2022 in the early afternoon, in which no bleeding was noted and nothing out of the ordinary appeared. On thursday, (B)(6) 2022 at around 8:30 a.m. The patient returned to the operating room and after about 3 hours of searching the bleeding location was identified by the surgeon which he indicated was in the lower pelvic region. The patient required a transfusion during the 2nd operation. Additional information was received on 01feb2022 per the rep, the patient was being sent to recovery after the second procedure. Type of intervention: patient was readmitted due to post-op bleeding. Patient status: patient is in recovery.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any manufacturing non-conformance that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. The probability and criticality of the harm resulting from this failure have been evaluated and were found to be at an acceptable level.